Event description:
Medics were called to a person diagnosed in cardiac arrest. The patient's downtime may have been as much as 30 minutes. The patient was described as cyanotic and with a "medium" amount of chest hair. An attempt was made to perform an automated ECG analysis using the device. The device allegedly displayed a continuous connect electrodes alarm and use of the device was inhibited. The operator pressed down firmly on the electrodes but the device reportedly continued to display the connect electrodes alarm. An ambulance crew arrived after a couple of minutes and diagnosed the patient as asystolic. The patient was not resuscitated. The reporter indicated the device did not likely cause or contribute to the patient's death. This opinion was based on an assessment of the patient's condition.